Event description:
Ureteral stent was placed on (B)(6) 2014 without any complications. The patient came to the "doctors office" to have the stent taken out on (B)(6) 2014; however, only part of the stent was removed as the stent broke. The patient was released with approximately a 5cm proximal segment retaining in the kidney of the patient. On (B)(6) 2014, the patient came back to the hospital for surgery to have the rest of the stent removed. It was removed successfully and a new (bard optima) stent of another manufacturer was opened and used to successfully complete the procedure. Based on the customer's knowledge the patient is in stable condition.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.